Event description:
The customer reported that during a c-section the surgeon had the esu pencil in her pocket and was leaning against the patient's right side. The pencil became activated accidently by the surgeon pressing against the buttons on the pencil, resulting in a burn to the patient. The degree of burn was unknown, but it was described as having pustules, and the surgeon excised, cleaned and stitched the area. The site reported that the incident pencil was discarded and is not available for evaluation.

Manufacturer narrative:
(B)(4). The incident pencil was discarded by the site and was not available for evaluation. Evaluation of the concomitant generator found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.